Event description:
It was reported by the patient that he had a water vapor therapy procedure several years prior that did not improve his condition. The patient has experienced embarrassment and pain. He also required the use of a temporary stent in his prostate. The patient was very uncomfortable and stated that it was all for nothing. No further information was provided.

Event description:
It was reported by the patient that he had a water vapor therapy procedure several years prior that did not improve his condition. The patient has experienced embarrassment and pain. He also required the use of a temporary stent in his prostate. The patient was very uncomfortable and stated that it was all for nothing. No further information was provided.

Manufacturer narrative:
B3: event date is approximate. There was no device available for analysis and there was no report of a device performance allegation during treatment. The reported patient symptoms are known risk associated with a water vapor therapy procedure as indicated in the instructions for use (IFU). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.